Event description:
After initial implantation, device failed to capture intermittently. MFR indicates that if any moisture enters the header it will fail to pace. Moisture may have inadvertently entered the header. Pt monitored. No further intervention.